Manufacturer narrative:
Additional information b5: medtronic received additional information that acttrac control was used. Quality control is performed once a week for this instrument. There was no error code associated with the issue observed. No control values were obtained. Additional information section e initial reporter: the initial reporter's first and last name and phone number have been updated. Conclusion: after investigation the complaint is confirmed for the act plus instrument giving measurements only in one cell and providing wrong measurements. The issue was verified during service when the service technician noted that the lift wire height required adjustment and the actuator assembly was very dirty with blood. The service technician also observed routine errors 010, 012, 015 in the error log. The issues were resolved by cleaning the instrument and the reagent drive slider block, adjusting the lift wire height, and clearing the error log. The service technician then performed the performed acttrac cartridge test, and the result was as expected. The instrument was operated with clottrac hr normal coagulation controls and deionized water, and the results were as expected. No patient/clinical safety issues were reported. Trends for issues with this product are reviewed at quarterly quality meetings. The act plus software constantly monitors for software and/or hardware faults. When one is found, an error is displayed and typically addressed by the operator. Correction section h3 device evaluated: in the previous report, this should have been entered as yes. Correction section h eval summary attached: in the previous report, this should have been ticked as the device evaluation had been included. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported issue of the instrument giving measurements only in one cell giving and providing wrong measurements were verified during service. The service technician noted that the lift wire height required adjustment and the actuator assembly was very dirty with blood. The service technician also observed routine errors 010, 012, 015 in the error log. The issues were resolved by cleaning the instrument and the reagent drive slider block, adjusting the lift wire height and clearing the error log. The service technician then performed the performed acttrac cartridge test and the result was as expected. The instrument was operated with clottrac hr normal coagulation controls and deionized water and the results were as expected. Section d:9 added as no, as service was performed in the field by medtronic service technician and instrument was not physically returned to depot. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time this act plus instrument was giving measurements only in one cell giving and it was providing wrong measurements. Use of the instrument was unspecified and there was no reported adverse patient effect.